Event description:
It was reported that a cgm error occurred on g7 sensor and appeared on pump display. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, and after reset pump did not display cgm error again, with no further issues reported.